Event description:
Surgical light "dummy" camera handle weight became unattached from a light and fell. The incident occurred during preparation for a case. No injury reported.

Manufacturer narrative:
A trumpf rep arrived at the user facility and found that 2 of 3 locking pins were missing from the attaching point on the lamp head. The device was therefore out of specification when the malfunction occurred. A complete connection assembly was sent and replaced on this lamp. The components that were replaced on the device were evaluated by the importer, trumpf medical systems, inc. The pins were missing, but it is unk at this time how the device became out of specification. Additionally, the rotating plate edge was deformed, most likely due to the device being used with only 1 of 3 locking pins in place.